Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy evo, USA device was returned to a third-party service center for evaluation due to the customer stating that the device has a broken/cracked screen. The patient was on the machine at the time of the event, but no harm or injury to the patient was reported. During the evaluation, the device failed the lcd verification: rgb color test functional test step and the trilogy evo system printed circuit assembly (pca) was replaced to address the failed test step. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also replaced the trilogy evo display since it was broken, the trilogy evo internal battery door due to damaged, the trilogy evo machine flow sensor due to contamination, and the trilogy evo air inlet foam filter due to service. After the evaluation and rework were complete, the device passed all final testing.